Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The caller stated that the cause of death was stage 4 kidney disease and pneumonia, also, possible blood clot that broke loose and went either to the heart of the fluid of the lungs. The caller stated that per the customer's doctor, the death was due to the kidneys and fluid on the lungs; the customer's death has nothing to do with the insulin pump. The caller stated that the morning of (B)(6) 2017, at 09:45am the customer's blood glucose was 523 mg/dl, so the customer delivered a bolus, then a few hours later the complications began. The caller stated that the customer had foot issues, gastroparesis, bladder issues, had a catheter. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump at this time.